Event description:
It was reported that the patient experienced diaphragmatic stimulation and loss of capture on the left ventricular (lv) lead shortly after the initial implant procedure. An x-ray revealed that the lv lead was in the same position. The lv lead was capped and the device was connected to an existing lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.